Event description:
It was reported that the patient kept complaining about blurry vision and photic phenomena (glare) post implantation of a zlb00 model intraocular lens (iol). Both far and near visual acuity (va): 0.5~0.7 at 3 meters, pre-operative va: 0.3; with refraction: sph +2.00 cyl -2.00, post-operative va: far 0.5. It was provided that patient daily activities were significantly affected. No additional surgical intervention were performed. There was no further information provided.

Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown/ not provided. Explant date: not applicable, as lens remains implanted. Email address: unknown/not provided initial reporter telephone number: (B)(6). The device is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.